Manufacturer narrative:
Serial nos: (B)(4). For one event the issue was determined to be caused by the rinse mechanism vacuum tubing. For two of the events, the investigation determined that the service actions solved the issue. For one event the investigation determined that the root cause of the issue was due to the bent and clogged sample probe. For one event the investigation did not identify a product problem. The cause of the event could not be determined. For two events the investigation is ongoing. For one event the sample probe was contaminated with fibrin. For one event the investigation determined the reagent probe issue identified by the field service engineer was the root cause of the event. For one event the gear pump pressure was too low. For one event the investigation determined that the calibration was acceptable. The qc on the day of the event was not acceptable. The investigation determined that the service actions resolved the issue. There were no further issues after the service visit. The follow up/corrective actions for one of the events was the vacuum tubing was replaced. Controls were tested and recovered within specifications. The follow up/corrective actions for one of the events was the field service engineer (fse) backflushed bleach solution through the rinse mechanism, the sample probe, and the reagent probe. The fse checked the rinse mechanism. The fse checked the reagent and sample probe volumes. The fse performed probe and wash mechanical checks that were acceptable. The fse performed a precision. The fse found parafilm stuck in the rinse head nozzle. The film was removed and mechanical and operational checks were performed. All checks passed and the performance of the instrument was verified. The follow up/corrective actions for one of the events was the field engineering specialist found that the sample probe was bent and clogged. The sample probe was replaced. The instrument was checked to ensure it was operating properly. The follow up/corrective actions for one of the events was the field service engineer (fse) performed a precision that was acceptable. The fse reran 5 patient samples that matched the initial results. The follow up/corrective actions for one of the events was the field service engineer (fse) performed preventive maintenance at the customer site. The fse found the water pressure was too low. The fse adjusted the water pressure, the probes and the rinsing station. Cuvettes were replaced. The follow up/corrective actions for one of the events was the sample probe was cleaned. The follow up/corrective actions for one of the events was the field service engineer (fse) found that the reagent probe needed adjustment. The fse adjusted the reagent probe. The rinse mechanism, water pressure, and gear pump pressure were checked. Precision testing was performed with acceptable results. The follow up/corrective actions for one of the events was the field service engineer found the rinse levels were low and overflowing causing carryover, the rinse tubing was worn, concentration tubing was worn and leaky, the rinse mechanism assembly was working intermittently, and the seals on the syringes were worn. The fse replaced the rinse tubing, the concentration tubing, the sensor on the rinse mechanism, the sample probe, the reagent probes and the seals on the syringes. The valves were flushed. Mechanism checks, calibration and qc were completed successfully. The follow up/corrective actions for one of the events was the gear pump pressure was adjusted and the analyzer was confirmed to be running back within specifications. The follow up/corrective actions for one of the events was the customer found the reaction cells overflowing. The field service engineer (fse) adjusted the rinse mechanism nozzles to prevent overflowing. The fse cleaned and flushed the rinse mechanism valves. The fse found a reagent cassette that did not pass qc. The fse removed the reagent cassette. The customer ran qc that was acceptable. The fse found the vacuum tank tubing was clogged and cleared the clog. The fse cleaned the vacuum tank. The customer ran qc that was acceptable. The follow up/corrective actions for one of the events was the field service engineer (fse) checked the pinch tube and alignment. The fse replaced black tubing and checked the sipper. The fse found air in the sipper probe. The fse replaced the measuring cells. The calibration and qc were acceptable. The fse performed a precision check. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>11</noe> malfunction events. Erroneous non-reproducible results were generated by a cobas 8000 c 502 module. The events involved a total of 23 patients with the following: 1 erroneous result for ua2 uric acid ver.2. 1 erroneous results for nh3l ammonia. 1 erroneous result for tpuc3 total protein urine/csf gen.3. 1 erroneous result for li lithium. 1 erroneous result for albt2 tina-quant albumin gen.2 and igg-2 tina-quant igg gen.2. 3 erroneous results for creatinine, 1 erroneous result for ca2 calcium gen.2. 13 erroneous results for hba1c. 1 erroneous result for crpl3 c-reactive protein gen.3 and creatinine. For 1 event there was an unknown number of patients for a1c-3 tina-quant hemoglobin a1c gen.3. The provided patients' ages ranged from (B)(6) to (B)(6). There were 12 females and 6 males.

Manufacturer narrative:
For one of the pending events, the service engineer did not find a root cause for the issue. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined. For the other pending event, the investigation did not identify a product problem. The cause of the event could not be determined.